Event description:
360 boston ultra clip misfired when attempting to place on post-polypectomy site. Clip was opened as instructed by gi scope attending. Clip then placed on post-polypectomy site and closed. When closing clip there was a half "pop" felt and heard by rn who was teaching during procedure. The clip was half misfired in open position. Rn then "fired" the clip which then deployed and released the clip. Deployed clip remained in patient.